Manufacturer narrative:
PMA/510k: there was no patient involved in this event. The PMA# provided is associated with most recent approval. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that during annual preventative maintenance, the system monitor plug was found not captive and rotating. The unit was removed from service pending return for repair.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the system monitor connector being loosely fitted on the power module was confirmed via inspection of the returned power module. The returned power module (serial number: (B)(6)) was evaluated at the european distribution center. Visual inspection of the returned power module revealed that the system monitor connector was loosely fitted to the unit¿s housing. The unit was disassembled to inspect the internal components revealing that a section of the plastic connector nut on the monitor connector, which is used to fasten the connector to the housing, had broken off. Although the damage to the connector nut prevented the connector from being secured to the housing, it did not prevent the system monitor cable from securely connecting to the connector. The damaged monitor cable was replaced with a new connector, resolving the issue. Preventative maintenance was performed, and a full functional checkout was performed and the unit passed all tests without any issues. The serviced and repaired unit was returned to the rental pool after passing all tests per procedure. The reported event was determined to be due to damage to the plastic connector nut; however, the root cause of the damaged could not be conclusively determined through this analysis. There was incidental finding of main printed circuit board not functioning as intended. The device history records were reviewed and the records revealed that the power module, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The power module instructions for use section 2 ¿ ¿setting up the power module (pm) prior to use¿ instructs the user to inspect the power module for dents, chips, cracks, or other signs of damage. The IFU also informs the patient not to use a power module that appears damaged, and to obtain a replacement if needed. Heartmate 3 patient handbook section 3 ¿ ¿powering the system¿ explains how to properly disconnect and connect the power module¿s internal backup battery. This section also states that the power module internal backup battery provides approximately 30 minutes of backup power to the system during a power emergency. Heartmate 3 patient handbook section 6 ¿ ¿caring for the equipment¿ explains how to care for and clean all equipment, including the power module. Additionally, section 10 ¿ ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of the heartmate 3 lvad equipment, including the power module. The heartmate 3 patient handbook and the heartmate 3 instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.